Event description:
During a bilateral hernia procedure, a pt suffered from a bladder injury. There was no product malfunction. After the unit's deflation the dr noticed a hole in the bladder. The product was disposed after the procedure.